Event description:
The customer contacted abbott and stated two bottles of clinical chemistry albumin bcg reagent from the same lot has trended quality controls (qc) out of range high when albumin reagent lot 77056hw00 was in use. Recalibration of the assay failed to bring qc back within range. The customer discarded the suspect reagent. There was no impact to patient management.

Manufacturer narrative:
(B)(4). Concomitant medical products: architect c8000 analyzer, list # 1g06-01, serial # (B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4), concomitant medical device: architect c8000 analzyer, list # 1g06-01, serial # (B)(4). The cause of the particulate matter (penicillium sp, a fungal species found in the environment) observed in some clinical chemistry albumin bcg reagent cartridges was due to exposure of the albumin bcg formula containing weak antimicrobial additive from normal formulation and filtering processes designed for microbial growth controlled clinical chemistry reagents. Abbott issued a product recall advising customers to discard or destroy any inventory of three affected lots of clinical chemistry albumin bcg reagents. Abbott is identifying alternate formulation for the clinical chemistry albumin reagents that contain no mercury.